Event description:
It was reported via repair work order that the side rail will not latch in place due to a damaged litter. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the side rail will not latch in place due to a damaged litter. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This MDR initial report is a duplicate of a previously submitted MDR. Please see MDR # 1831750-2013-90042 for information regarding this event.